Event description:
The device evaluation noted a detached/delaminated downstream occlusion seal. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached/delaminated downstream occlusion (dso) seal. Functional testing was able to confirm the reported problem, the unit had the incorrect date and time. The printed wire assembly board and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown.